Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited decreased r-wave measurements and the patient also experienced unexplained syncopal episodes. The cause of syncope was not determined. An invasive procedure was performed. The lead was explanted and replaced and the ICD remains implanted and in service. No additional adverse patient effects were reported.